Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found an issues with the maquet magnus table (a third-party product). Upon troubleshooting, fse found that the maquet table was not functioning properly, which caused the system to be in error. Fse dis not performed anything as the issue is with third party product failure. For follow up fse confirmed that it is working correctly. The software has been installed. The system is returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Third-party table failures may occur that can cause the allura system failed. This scenario includes situation in which is related to 3rd party table not functioning properly, which caused the system to be in error of the allura system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not starting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.